Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was damaged; the reservoir got loose due to the thread part falling into pieces. The customer was unable to properly screw the reservoir into the insulin pump. The patient's blood glucose at the time of incident was 11.9 mmol/l. Troubleshooting was initiated for the physical damage. The customer was unable to identify how the damage occurred. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a completely broken off reservoir tube lip. The test reservoir tube does not lock in place properly. Unable to perform the displacement test due to the reservoir tube damage. The pump had a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked reservoir tube window, a cracked reservoir tube and broken battery tube threads.